Event description:
It was reported that the pump touch screen was unresponsive and was missing pixels. Additionally, the continuous glucose monitor read as ¿high¿. Customer administered a manual injection to address high bg. The customer reverted to an alternate method in insulin therapy.